Event description:
The hospital reported that during multiple graft procedure, two seals did not unravel completely. The anastomosis was torn for one of the grafts. The tear was repaired using prolene sutures. The anastomosis was not damaged on the second graft. No additional pt complications were reported by the hospital.